Event description:
It was reported that the patient presented for a scheduled implant procedure. During the procedure, the helix of the right ventricular (rv) lead could not be extended. The rv lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. The patient was in stable condition.